Event description:
Healthcare professional (hcp) reported a patient had an rhinomodeling using unspecific dermal filler. Two days later, patient developed a small crust where hyaluronic acid came out. There was no pain or change of color but hcp believes it might be a "possible vascular involvement." Treatment and symptom information not provided.

Manufacturer narrative:
Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.